Event description:
It was initially reported that the patient was indicating that he could feel the stimulation and it was "very annoying." He requested to the nurse to have the device disabled and is now wanting the device explanted. Later further clarification was provided by the treating nurse. The patient has been referred for explant, but has yet to show to the appointments. This patient is known to have some behavioral issues and has been told to visit with his local mental health facility, but it is unclear if this has occurred. The nurse believes that his behaviors are related to his personal life and stressors. The patient is also known to not be medication compliant. He is currently on keppra 3/day and depakote er500 2/day. The nurse also reports that this patient has a history of inappropriate behavior. The epilepsy clinic indicated that his seizures are originating in the frontal lobe, but there are some right temporal lobe discharges. The patient has been epileptic since he was (B)(6) where he would do some "bicycling" movements while in bed as well as scooting to the head of the bed, which is characteristic of his seizure type. There was no indication of disease or cause for the epilepsy. The patient was implanted on (B)(6)2010. At both the (B)(6) and (B)(6) appointments, the patient was a no show. He came to the seizure clinic on (B)(6) at which time he was turned on to 0.75ma/30hz/250us/30sec on / 5.0min off/1.0ma/500us/60sec on. On (B)(6) he returned for his scheduled titration and reported some shortness of breath so his frequency was lowered to 20hz. He also reported some depressive symptoms, which the nurse felt was related to some family and relationship issues. On (B)(6), he was again a no show. On (B)(6), the patient was doing fine with no reports of shortness of breath. At this time she increased his output current to 1.0ma. The patient was still reporting depression symptoms, but admitted to not taking his medications. The nurse encouraged him to visit his local mental health facility since that would be closer than coming to town and he lived about two hours away. The nurse could not recall the name of the clinic in his area. She also noted that he was requesting for a prescription for marijuana, which was not provided. She added celexa to his current medications for his depression symptoms. No shortness of breath reported. She did not do diagnostics at that time as she wanted to wait until his next appointment so, he could be more accustomed to the settings, which is normal practice for her during titrations. On (B)(6), the patient called in started reporting a lot of issues with his personal life and reportedly sounded manic. At this time is when he indicated feeling that the stimulation was bothering him and wanted the device disabled immediately. The nurse indicated that he could come in the next day, at which time he threatened to remove it himself. The nurse told him not to and to come in the next morning since the clinic was about to close, and he would not make it in time. On (B)(6), the patient's device was disabled. The patient continued to report that he could feel the device going off even though nurse insisted it was at 0.00ma. On (B)(6) and (B)(6), the patient was scheduled to see the surgeon for consult and he was a no show. The surgeon's nurse did indicate that they would not remove the leads if performed, but would instead just remove the pulse generator. There are no further details available on this patient at this time as the patient has not returned to the physician's office epilepsy clinic.